Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had consistently low blood glucose (bg) levels. Bg levels were low at 66mg/dl, when the customer contacted tandem technical support. The customer had reviewed settings with a health care provider, and received assistance from both an endocrinologist, and a clinical diabetes specialist, however when asked about treatment/ management for low bgs, the customer declined to provide current treatment protocol. System check and troubleshooting were performed by tandem technical support and the pump performed as intended. Recommendation was made to consult with health care provider.